Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
It was reported that during the implant procedure, this right atrial (ra) lead exhibited high, out-of-range pacing impedance measurements of greater than 3000 ohms. The lead was repositioned but the impedance issue could not be resolved and the lead was removed. A new lead of the same model was implanted to complete the procedure. No adverse patient effects were reported. The attempted lead was expected to be returned for analysis.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis. Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. The identified break contributed to the high, out-of-range pacing impedance measurements observed during the implant procedure.

Event description:
It was reported that during the implant procedure, this right atrial (ra) lead exhibited high, out-of-range pacing impedance measurements of greater than 3000 ohms. The lead was repositioned but the impedance issue could not be resolved and the lead was removed. A new lead of the same model was implanted to complete the procedure. No adverse patient effects were reported. The attempted lead was returned for analysis.